Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and uterine perforation ("perforation by the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a diagnostic hysteroscopy removal of the free retained essure coil) and surgery (underwent a diagnostic hysteroscopy removal of the free retained essure coil). Essure was removed. At the time of the report, the device dislocation, uterine perforation and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and uterine perforation to be related to essure. The reporter commented: patient underwent a diagnostic hysteroscopy removal of the free retained essure coil from the abdomina cavity and a laparoscopic retrieval of the retained essure coil due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device had not successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: previously reported event - "physical injuries" change with "perforation by the device", events- migration of the device,menstrual issues, product information added from summon received. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic inflammatory disease'), uterine perforation ('perforation by the device(uterus) / migration of the device / migration of essure device location of device: uterus cavity/migration of essure device location of device: abdominal cavity/my left coil migrated from fallopian tube to lower abdomen area'), device breakage ('surgery (other) type of surgery: laparoscopy retrieval of retained pieces of left essure coil') and fallopian tube perforation ('fallopian tube perforation') in a 24-year-old female patient who had essure (batch no. 621681, 624839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement. Concomitant products included ibuprofen, iron, medroxyprogesterone acetate (depo-provera), nsaids, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 13 days after insertion of essure. On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-hysterectomy,partial,laparascopic (left side essure coil),, laparoscopically-assisted vaginal hysterectomy, left salpingo-oophorectomy,right salpingectomy and supracervical hysterectomy (uterus only) hysterectomy partial,bilateral salpingectomy,unilateral oop). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, uterine perforation, device breakage, fallopian tube perforation, menstrual disorder, anxiety, dysmenorrhoea, dyspareunia and depression outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent a diagnostic hysteroscopy removal of the free retained essure coil from the abdomina cavity and a laparoscopic retrieval of the retained essure coil due to complications from the essure device. Right side- 4 coils, left side six to seven coil. Removal date provided as (B)(6) 2008. Discrepancy noted as per previous follow up and pfs: removal date of essure: (B)(6) 2008 and (B)(6) 2008, (B)(6) 2011 respectively. Patient received treatment for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (right tube occluded), migration of essure device.; on (B)(6)2008: results: essure device had not successfully occluded; on (B)(6) 2010: unilateral occlusion (right tube occluded), migration of essure device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease" lot number: 621681, manufacture date: 2006/10, expiration date: 2008/09. Lot number: 624839, manufacture date: 2007/06, expiration date: 2009/05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammatory disease") and uterine perforation ("perforation by the device(uterus) / migration of the device / migration of essure device location of device: uterus cavity") in a 24-year-old female patient who had essure (batch no. 621681, 624839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 2 months 27 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain / pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy, left salpingo-oophorectomy , right salpingectomy,) and surgery (supracervical hysterectomy (uterus only) hysterectomy partial). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic inflammatory disease, uterine perforation, menstrual disorder, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, dysmenorrhoea, dyspareunia, menstrual disorder, pelvic inflammatory disease, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient underwent underwent a diagnostic hysteroscopy removal of the free retained essure coil from the abdomina cavity and a laparoscopic retrieval of the retained essure coil due to complications from the essure device. Right side- 4 coils, left side six to seven coil. Removal date provided as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device had not successfully occluded. (B)(6) 2010 : hysterosalpingogram : unilateral occlusion (right tube occluded), migration of essure device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease" lot number: 621681, manufacture date: 2006/10, expiration date: 2008/09. Lot number: 624839, manufacture date: 2007/06, expiration date: 2009/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('chronic pelvic inflammatory disease'), uterine perforation ('perforation by the device(uterus) / migration of the device / migration of essure device location of device: uterus cavity/migration of essure device location of device: abdominal cavity/my left coil migrated from fallopian tube to lower abdomen area'), device breakage ('surgery (other) type of surgery: laparoscopy retrieval of retained pieces of left essure coil') and fallopian tube perforation ('fallopian tube perforation') in a 24-year-old female patient who had essure (batch no. 621681, 624839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement. Concomitant products included ibuprofen, iron, medroxyprogesterone acetate (depo-provera), nsaids, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 13 days after insertion of essure. On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-hysterectomy,partial,laparascopic (left side essure coil),, laparoscopically-assisted vaginal hysterectomy, left salpingo-oophorectomy,right salpingectomy and supracervical hysterectomy (uterus only) hysterectomy partial,bilateral salpingectomy,unilateral oop). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, uterine perforation, device breakage, fallopian tube perforation, menstrual disorder, anxiety, dysmenorrhoea, dyspareunia and depression outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent underwent a diagnostic hysteroscopy removal of the free retained essure coil from the abdomina cavity and a laparoscopic retrieval of the retained essure coil due to complications from the essure device. Right side- 4 coils, left side six to seven coil removal date provided as (B)(6) 2008. Discrepancy noted as per previous follow up and pfs: removal date of essure: (B)(6) 2008 and (B)(6) 2008 respectively. Patient received treatment for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (right tube occluded), migration of essure device.; on (B)(6) 2008: results: essure device had not successfully occluded; on (B)(6) 2010: unilateral occlusion (right tube occluded), migration of essure device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease". Lot number: 621681 manufacture date: 2006/10 expiration date: 2008/09. Lot number: 624839 manufacture date: 2007/06 expiration date: 2009/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event " fallopian tube perforation" was added. Outcome of events " pain and bleeding" were updated as recovered. Reporter information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammatory disease"), uterine perforation ("perforation by the device(uterus) / migration of the device / migration of essure device location of device: uterus cavity/migration of essure device location of device: abdominal cavity/my left coil migrated from fallopian tube to lower abdomen area") and device breakage ("surgery (other) type of surgery: laparoscopy retrieval of retained pieces of left essure coil") in a 24-year-old female patient who had essure (batch no. 621681, 624839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement. Concomitant products included ibuprofen, iron, medroxyprogesterone acetate (depo-provera), nsaids, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 13 days after insertion of essure. On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-hysterectomy,partial,laparascopic (left side essure coil), laparoscopically-assisted vaginal hysterectomy, left salpingo-oophorectomy,right salpingectomy and supracervical hysterectomy (uterus only) hysterectomy partial,bilateral salpingectomy,unilateral oop). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, uterine perforation, device breakage, menstrual disorder, anxiety, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent underwent a diagnostic hysteroscopy removal of the free retained essure coil from the abdomina cavity and a laparoscopic retrieval of the retained essure coil due to complications from the essure device. Right side- 4 coils, left side six to seven coil removal date provided as (B)(6) 2008. Discrepancy noted as per previous follow up and pfs: removal date of essure: (B)(6) 2008 and (B)(6) 2008 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: unilateral occlusion (right tube occluded), migration of essure device.; on (B)(6) 2008: results: essure device had not successfully occluded; on (B)(6) 2010: unilateral occlusion (right tube occluded), migration of essure device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease" lot number: 621681, manufacture date: 2006/10, expiration date: 2008/09; lot number: 624839, manufacture date: 2007/06, expiration date: 2009/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia), depression, surgery (other) type of surgery: laparoscopy retrieval of retained pieces of left essure coil. Concomitant drugs were added. Lab data was added. Event onset date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammatory disease") and uterine perforation ("perforation by the device(uterus) / migration of the device / migration of essure device location of device: uterus cavity") in a 24-year-old female patient who had essure (batch no. 621681, 624839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine enlargement. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 2 months 27 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain / pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopically-assisted vaginal hysterectomy, left salpingo-oophorectomy , right salpingectomy,) and surgery (supracervical hysterectomy (uterus only) hysterectomy partial). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic inflammatory disease, uterine perforation, menstrual disorder, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, dysmenorrhoea, dyspareunia, menstrual disorder, pelvic inflammatory disease, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient underwent under went a diagnostic hysteroscopy removal of the free retained essure coil from the abdomina cavity and a laparoscopic retrieval of the retained essure coil due to complications from the essure device. Right side- 4 coils, left side six to seven coil. Removal date provided as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device had not successfully occluded (B)(6) 2010 : hysterosalpingogram : unilateral occlusion (right tube occluded), migration of essure device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease." Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)", lot number, reporter added, previously reported event "migration of the device / ,migration of essure device location of device: uterus cavity" deleted from pfs. Event "chronic pelvic inflammatory disease", concomitant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.